Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi70000084, serial/lot #: (B)(4): s/n (B)(4). Device evaluation: the uninterruptible power supply (ups) was returned to the manufacturer but was under analysis at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis was completed for the uninterruptible power supply (ups). Visual/physical examination and fu nctional testing were performed, and the reported issue was confirmed. The ups failed the bench test. The ups was charged for at least 6 hours. During the load test, the "batt low" light was lit indicating that the battery was no longer holding charge. It was determined that there was an electrical failure with the ups. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi70000084, serial/lot #: unknown. A medtronic representative went to the site to test and service the equipment. The mobile view station (mvs) uninterruptible power supply (ups) was replaced, thus resolving the issue. The system then passed the system checkout. The system was performing as intended and was ready for continued use. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the mobile view station (mvs) uninterruptible power supply (ups) would not charge the battery beyond 25%. There was no patient involved when this issue was discovered.